Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The implant has been placed in 18 position on (B)(6) 2017. One month later after the implantation, the practitioner has found that the implant failed to integrate. (B)(4).

Event description:
The implant fails to osseointegrate.